Event description:
It is reported that the articular surface was bent when it was being inserted. The surgeon used another without incident.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.